Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a surgery unrelated to the device. During the device interrogation, intermittent ventricular undersensing and noise due to possible electromagnetic interference were observed on the electrocardiograms. Programming changes were made. The patient was stable during and after the event and will continue to be followed-up normally.